Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient requires a revision procedure due to loosening. It has been further reported that the patient is experiencing pain.